Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as reused equipment. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 4 days, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. Ten days after the event onset, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. It was reported that the patient retraining was completed. No additional information is available.